Event description:
Healthcare professional (hcp) reported patient was injected in the cheeks with 1ml of juvéderm® voluma® with lidocaine and in the lips (0.8ml) and upper lips (0.1ml) with juvéderm® volift® with lidocaine. Approximately five months later, patient experienced pain, swelling and now is infected with lumps. Patient was treated with flufloxicilin, clarithromycin 500mg and hyalase®. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00696 (allergan complaint #pr (B)(4). This MDR is being submitted for the suspect product, juvéderm® volift® with lidocaine.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.